Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was not delivering insulin properly. Customer changed pump supplies. Customer's blood glucose was elevated (value not provided). Customer reverted to using manual injections for insulin therapy. Although additional information was requested, customer did not reply.